Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead, implanted: (B)(6) 2008; 4076 implantable pacing lead, implanted: (B)(6) 2008; 694765 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
The device system has been returned to the manufacturer for analysis and additional information provided indicated the cause of death as cardiomegaly, biventricular hypertrophy and arteriosclerotic cardiovascular disease.

Event description:
It was reported by the patient's family member that the patient is deceased and alleges the device contributed to the patient death. Further review of the manufacturer's database indicated the patient died approximately fifteen months post implant of the implantable cardioverter defibrillator (ICD) and five years post lead implant. The patient's family member inquired as to device function prior to the patient death and requested analysis. A return mailer has been sent to the pathologist as requested. The device has not been returned to the manufacturer. The cause and circumstances of death have been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.